Manufacturer narrative:
Batch review performed on 04 june 2025. Lot 2217813: (B)(4) items manufactured and released on 16-11-2022 expiration date: 2027-11-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised: batch review performed on 04 june 2025 reverse shoulder system 04.01.0006 std humeral diaphysis - cementless - 11 (k170910) lot 2209901: (B)(4) items manufactured and released on 30-06-2022 expiration date: 2027-06-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 04 june 2025 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2240209: (B)(4) items manufactured and released on 22-02-2023 expiration date: 2028-02-03. No anomalies found related to the problem. To date, 79 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 04 june 2025 reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 2000926: 26 items manufactured and released on 16-04-2020 expiration date: 2025-03-31. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 04 june 2025 reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2240585: (B)(4) items manufactured and released on 02-12-2022 expiration date: 2027-11-20. No anomalies found related to the problem. To date, 32 items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 years and 1 month from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.